Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to underfill as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the retain samples, the customer¿s indicated failure mode for underfill with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The retain product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® buffered sodium citrate (9nc) blood collection tubes had underfill. This was discovered during use. No date/time or patient information was given. The following information was provided by the initial reporter: material no. 363083, batch no. 9036653. It was reported that multiple techs experienced short fills. I'm trying to get some information on a lot of blue top citrate tubes we've been using. Multiple techs have experienced short fill on vacutainer collections, either using an IV catheter or a straight vacutainer hub collection system. While it is infrequent, it's happening to multiple techs in our laboratory and the emergency department. Spoke with the customer. He states that the coag tube has underfilled about 5 times in the past month with 3 different techs and 1 nurse. It underfills approximately 1/2 inch below the etched line, and occurs with the straight needle, winged set, and syringes (with btd). When a discard tube is necessary, they are using a serum tube, 367815. I explained that this practice is not recommended as this tube contains clot activator in it, and may cross-over to the citrate tube. I provided 366703, 366704, and 366408 as choices for the discarded tube that contains no additives. I advised that the tube be held in the holder until the blood stops flowing, and make sure the tube is all the way on. He is aware that the etched line is the minimum draw line.